Manufacturer narrative:
The lead was returned due to a patient death. As received, a partial lead (only connector portion) was returned in one piece for analysis. Visual examination of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
It was reported that the patient has deceased. The reported causes of death were congestive heart failure and infection. The infection was unrelated to the patient's implantable cardioverter defibrillator (ICD) system. There was no allegation from a health care professional that suggests that the death was device related.